Event description:
Received a subpoena requesting records regarding an accident in a casino. No other information available at this time.

Manufacturer narrative:
The model number, serial number, production date, nature of the injury, and the alleged injury are not available at this time. The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.